Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The nurse reported that they were experiencing an issue pairing a new ptm (personal therapy manager) to a patient's pump. Upon attempting to connect, the nurse observed service code 351 (incompatible pump found). The agent reviewed the issue and explained that service code 351 indicated a pairing communication error between the ptm and the pump. The nurse was instructed to decouple and recouple the ptm to establish communication. The agent guided the nurse through the decoupling and recoupling process. After performing the steps, the nurse reported that the ptm was taking an extended time to connect. The agent then walked the nurse through clearing the data on the ptm after which the ptm successfully connected to the pump. No further issues were reported.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: e1 ¿ additional phone numbers for the initial reporter: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.